Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pharmacist at the clinic reported the following event to the (B)(4), "feeling that the device was giving way with crack. X-ray control confirmed a new fracture of the femoral implant. Removal and implantation of the total knee prosthesis."

Manufacturer narrative:
An event regarding revision surgery due to femoral stem fracture involving a stem extender component was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis of the component confirmed that the stem fractured at the base of its threads. The fracture propagated approximately from the lateral to medial direction. Post-fracture abrasion obscured the fracture morphologies of the device. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: use of bone cement for repair of major bone defects with no bone support for mrh femoral device created an overload condition with fatigue fracture of the duracon stem. -device history review: review of the DHR was satisfactory. -complaint history review: review of the complaint history confirmed that there were no other similar reported events for this lot. Conclusions: material analysis of the component confirmed that the stem fractured at the base of its threads. The fracture propagated approximately from the lateral to medial direction. Post-fracture abrasion obscured the fracture morphologies of the device. No material or manufacturing defects were observed on the surfaces examined. Medical review of the provided medical records and x-rays by a clinical consultant indicated: use of bone cement for repair of major bone defects with no bone support for mrh femoral device created an overload condition with fatigue fracture of the duracon stem. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Pharmacist at the clinic reported the following event to the french ca ansm, "feeling that the device was giving way with crack. X-ray control confirmed a new fracture of the femoral implant. Removal and implantation of the total knee prosthesis."